Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a skin flap plasty surgery, it was observed that the console device functioned unexpectedly right after the power switch was turned on. According to the report, the surgeon suspected that the root cause might have been the interference of the bipolar or microwave from the other device. It was reported that there was no delay to the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.